Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient received a new system controller on 21may2024.

Manufacturer narrative:
Section d4 - primary unique device identification (UDI) number: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a controller exchange was not confirmed. Multiple attempts were made to obtain additional information, including the reason for the controller exchange and if any log files were available for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the heartmate 3 system controller was not reported with the event. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 patient handbook (rev. C) section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use (rev. D) section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.